Manufacturer narrative:
The device was not returned for investigation. The risk of access site complications leading to bleeding is written in the IFU as a possible adverse event. The risk documentation was reviewed and this is a known risk. Previous failure investigations determined that this failure mode is associated with device misuse. Due to the tight tolerances of the 14f lock advancement tube within the carrier tube, kinking, or bending of the tube can prevent the lock advancement tube from descending during deployment as designed. A design change was implemented since the release of this lot that reduces the failure from occurring when the device is not deployed per instructions of use.

Manufacturer narrative:
An investigation has been opened to review the device history record and risk documentation for this incident.

Event description:
An evar was performed on (B)(6) 2019. A manta 14f was used to close the access site. It was reported that the lock advancement tube failed to exit the delivery system. The physician was able to cut the delivery tube, advance the lock advancement tube, and was then able to advance the lock advancement tube to complete the access site closure.